Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling, the stapler was able to open and close properly but would not fire when green button was engaged and the surgeon was unable to squeeze the handle. To resolve the issue, a new reload was opened and it worked. There was no patient injury.